Manufacturer narrative:
Approximate age of device ¿ 5 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home and experienced a pump stoppage alarm when switching power sources from batteries to the power module. The power module was exchanged as troubleshooting, however it did not resolve the issue. The patient was asked to use battery power only and a non-grounded patient cable was provided. An issue with the percutaneous lead was suspected. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support with the use of an ungrounded patient cable for power module connection. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. No system controller log files or x-ray images were submitted for evaluation. However, based on the manufacturer¿s previous complaint experience and similar reported events, the pump stoppages that occur while the lvad system is supported by the power module could be indicative of driveline damage. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.